Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure it was reported that the cage broke during insertion. The broken pieces were removed and a new cage was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # 9392507, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9392507, 510k # k094025 was cleared in the united states.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirms implant breakage. Not all fragments appear to have been returned for analysis. Fracture surface locations and morphology of fracture are consistent with overload. The origin of the overload condition was not determined. The angulation of the cage relative to the disc space during insertion can influence the level of impaction loads. Another factor can be the size of the cage chosen compared to the disc preparation and distraction. The above observations are consistent with overload as the mechanism of failure.